Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during priming process. The customers blood glucose level was 154 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed compromised force sensor system alarm during basic occlusion due to slightly loose drive support disc.